Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples rec'd: 18 unopened and 6 open racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Rec'd 18 closed samples and 6 open samples with the needle detached from the thread (threads are still wound on the packs). Tested the needle attachment of closed samples rec'd and the results do not fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has initiated a corrective action to avoid this situation in the future.

Event description:
Country of complaint: (B)(6). Sutures is still in sealed foil, but needle is separated from thread.